Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, the data was not able to be transmitted to merlin.net. The device was not communicating with the mymerlin application. No further intervention was performed. The patient did not experience any adverse consequences. Further information was requested but not yet available.